Event description:
A customer reported that during an emergency care procedure, using a glidescope spectrum smart cable, the screen on the connected glidescope avl/gvm monitor was mostly black. They also reported the screen showed the camera disconnected illustration and purple lines across the screen. The procedure was completed using a backup glidescope system which was made available in an unspecified amount of time. No harm to the patient was reported.

Manufacturer narrative:
The reported glidescope spectrum smart cable was returned to verathon for evaluation along with the glidescope avl/gvm monitor used during the procedure. A verathon technical service representative evaluated the returned devices and was able to confirm the reported image issue. When the reported smart cable was connected to known, good, test verathon equipment, it failed to be recognized by the test monitor. The image displayed green and pink lines. The smart cable failed verathon's functionality testing. Next, when connecting the customer's monitor to known, good, test verathon equipment, it worked as intended with no failures found. The monitor passed verathon's functionality testing. The issue was isolated to just the smart cable. Upon completion of the evaluation, the monitor was returned to the customer along with a replacement smart cable. Corrective action is not required at this time. Verathon will continue to monitor for trends.